Event description:
The manufacturer representative reported that stimulation was turning itself off for 15 minutes, then turning itself back on. However, the patient did not confirm the status of stimulation with the patient programmer. It did not matter which position the patient was in, sitting, upright, or lying down. Impedance measurements were taken and all were within normal limits, under 1,000 ohms. Per the clinician programmer diary, the patient had not used stimulation that often, noting one to two times per week for the last three weeks. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.